Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display was dim and faded. Patient reported that the dim display issue started about 6 weeks ago and had gotten worse progressively. Battery change or contrast reset to maximum did not resolve dim display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.